Manufacturer narrative:
The investigation for the reported hemolysis has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the hemolysis could not be determined. G1 MDR reporting contact email updated.

Event description:
Additional information noted that. Purge flow decreased to 2 ml/h after reinserting impella. The purge pressure was over 1000mmhg, so checked the tightness of the lines and fixing rings, but the problem did not improve.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿if the impella catheter is positioned too far into the left ventricle, the patient will not receive the benefit of impella catheter support. Blood will enter the inlet area and exit the outlet area within the ventricle. Obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood-colored urine.¿ impella catheter in papillary muscle. ¿if the inlet area of the catheter is lodged adjacent to the papillary muscle, the inflow may be obstructed, resulting in suction alarms. This positioning is also likely to place the outlet area too close to the aortic valve, which can cause outflow at the level of the aortic valve with blood streaming back into the ventricle, resulting in turbulent flow and hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: hemolysis ¿patient conditions¿including catheter position, pre-existing medical conditions, and small left ventricular volumes¿may also play a role in patient susceptibility to hemolysis." "Hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced hematuria. The impella was found to be turned back towards the ventricle wall. The p level was decreased, and the pump was repositioned without improvement to the patient's hemolysis. The physician decided to remove and re-insert the impella cp to re-deliver the pump to a more optimal position. The patient remained on impella support and was successfully weaned.